Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Brush head always fall into the mouth...disconnecting...handle is broken - oral-b [device breakage] case narrative: consumer via phone stated that the oral-b toothbrush head always fell into their mouth and disconnected from the broken oral-b toothbrush handle. No injury was reported.